Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. At the time of the call, customer's blood glucose (bg) level was not impacted; however, the customer stated bg levels would be impacted. It was confirmed that the customer had manual injections available for diabetes management.